Event description:
The metal back patella was severely worn and cracked. Additionally, the primary insert showed mild wear. These items were revised with no further incident.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed.device not returned to howmedica rutherford.